Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and suture was used. During the procedure, the product was opened and the suture reel did not have product size printed. The nurses find it difficult to distinguish between suture sizes when more than one package of suture is opened. The procedure completed with same/like device. There was no adverse consequence to the patient.